Event description:
It was reported by the rep the device was used during a thoracoscopy. It was reported the surgeon put the ez45b into the chest. Upon opening the device, the reload popped out of the device. The surgeon was able to retrieve the reload thoracoscopically. A new device was opened and the procedure was successfully completed. There was no consequence to the pt.